Event description:
It was reported that the patient developed left leg weakness and severe pain following the implant procedure. A magnetic resonance imaging (MRI) and computed tomography (CT) scan revealed a hematoma above the level of the paddle lead. The patient underwent an explant procedure and the explanted device was not returned. Upon follow-up, the patient had improved but still noted some weakness in the left leg.